Event description:
It was reported that the catheter was inserted via left subclavian vein. The entire insertion of the catheter was without event. However, during removal of the spring wire guide (swg), the swg became stuck and could not be removed. The swg and the catheter were simultaneously removed.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one cvc and one swg were returned for eval. The swg was received with the distal end unraveled within the distal lumen of the catheter. Microscopic inspection revealed a plastic deformation & necking of the swg in the area of the break. The proximal weld appears full & remains attached to the unbroken coil wire. Based upon the measured length of the broken core wire, no pieces appear to be missing. The diameter of the swg was measured and found to be within spec. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that use of excessive force during removal could damage or beak the swg. The device history records for the swg were reviewed with no findings relevant to this complaint. Swg unraveling was confirmed through visual inspection. No mfg defects were found during this investigation. Swg's of this size are designed & mfg to withstand a tensile force of 2.75 pounds force. This internal spec is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size swg. The selected insertion site & pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design spec is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.